Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735764r, serial/lot #: -, ubd: , UDI#: h3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that there were issues booting up the system. While trying to upload the application onto the system with the new solid-state drive (ssd), the manufacturer representative repeatedly kept getting an error stating that the disk was not recognized as medtronic software. They double-checked that they were uploading the most recent application, but the system would not accept the disk. They then rebooted the system, and it came back with the ¿startup error¿ blue screen and then loaded into the black screen with scrolling white text. The manufacturer representative rebooted again, and it loaded directly into the black screen with the white text. This time, they noted that it stated, "failed to start pulseaudio.service." It was noted that they rebooted several other times to the same screen. The probable cause of the issue was suspected to be due to the computer. It was further reported that the system was displaying the same error screen with the "failed to start¿ message. The manufacturer representative stated that the ssd did not fix the issue, as the system reported the same error. It was suggested to try replacing the computer. No patient involvement was reported.

Manufacturer narrative:
H2, h3, h6: the system was serviced in the field. The computer was replaced. Codes b01, c13, and d02 are applicable. H2, h3, h6: the returned computer was analyzed. "Corrupt audio input on right channel" (143 errors) on burn in. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant product 9735764r lot #: 2132f00658. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.